Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that prior to the pre-balloon aortic valvuloplasty (bav), the patient went into complete heart block. The valve was implanted. The final implant depth was 0mm for the non-coronary cusp (ncc) (shallower than recommended 3mm) and 3mm on the left coronary cusp (lcc). The heart block persisted. A permanent pacemaker was implanted. The patient had history of heart failure. Based of the information reviewed, a cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. Electrocardiogram (EKG) initially showed the patient was in sinus rhythm. Prior to the pre-balloon aortic valvuloplasty (bav) the patient went into complete heart block. The patient's rhythm did not return to sinus post-pre-bav. The valve was implanted. The final implant depth was 0mm for the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc). The heart block persisted. The patient had a prolonged hospitalization to monitor rhythm and was discharged on (B)(6) 2024. A permanent pacemaker will be implanted on (B)(6) 2024. The patient status was stable.